Event description:
It was reported by the customer that a pyxis anesthesia system had an error message. The customer stated that unexpended error, could not run begin transaction in database dsclientoltp. The semaphore timeout period has expired. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a software issue. The technical support specialist conformed that there was no patient harm, but a delay by 30 in surgery occurred. The user was able to get medication from the another station. The system functioned as intended after the technical support specialist troubleshooted the device.